Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned and evaluation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc that a surgery took place in which the tip of the screw inserter broke intra-operatively. The tip of the inserter remained in the patient confined to a screw.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of the screw inserter broke intra-operatively. The tip of the inserter remained in the patient confined to a screw.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the part, it was observed that the hexalobe feature had sheared at the distal tip. The fracture face was smooth and uniform, suggestive of sudden brittle fracture. The failure likely occurred in torsion. It was reported that the inserter tip broke while inserting a screw in the ilium. Inserting the screw in harder than normal bone can compound torsional forces at the tip.